Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a pulse field ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that bubbles were observed in the 3-way cock of the sheath after doing aspiration several times. The procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned.

Manufacturer narrative:
Additional information updater to reported lot number and associated field updates. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a pulse field ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that bubbles were observed in the 3-way cock of the sheath after doing aspiration several times. The procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned.